Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drug being delivered was bupivacaine and prialt (ziconotide) with unknown doses and concentrations. The healthcare professional (hcp) just changed her medication last week to baclofen and prialt. She was only getting adjustments once a month. The reason for use was non-malignant pain. It was reported that the patient had a dye study on (B)(6) 2018. After this dye study was done, she lost feeling from her chest down, could not walk, and the medication came out the top of the pump. She was hospitalized because of this dye study. The hcp has concluded the pump is defective and not distributing the medication/not going through the catheter. An hcp told her she was going to be having a revision/replacement. It was then reported that now the hcp does not want to do surgery. She is living in pain still currently and has not been back to work. The pain has been more chronic since the dye study but has not been able to manage the pain since implant because getting an appointment is almost impossible. The pain is to the point where getting out of her car causes pain in her pelvic area and shoots to the toes and cannot put pressure on the foot (this issue started within the day of the call, (B)(6) 2018). It hurts to drive for a long period of time because back gets tight, spasms, and it is uncomfortable. The caller confirmed this has been since before implants (implant date of (B)(6) 2017). It was unknown if this was a sudden or gradual change in therapy/symptoms. She does not want to go under surgery with this hcp if he does not know what he is doing to her. The patient also stated ¿ (B)(6) will not touch her and (B)(6) hcp will not touch her either.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Correction - patient codes apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-01. It was reported that the patient has had 9 surgeries in less than 3 years, and the doctor wants to do a 10th surgery. The patient feels like a "guinea pig¿ for her doctor, due to the surgeries, and wants to get a second opinion from another doctor working with the pump at the (B)(6). The list of physicians was reviewed on the locator website is a voluntary list, but the manufacturer offered to reach out to the field representative (rep) for potentially other doctors. The patient declined because she did not want this to go back to her current doctor. The patient had to disconnect since a call was coming from her doctor. The patient called back to further discuss options. It was reviewed that the physician locator website does not have any hcp¿s listed that work with the (B)(6), but reviewed that the physician locator website is a voluntary list of physicians, and that there potentially could be doctors at (B)(6) that are trained with the pump (and not listed on the website). The patient was encouraged to reach out to the (B)(6) to find additional names of surgeons who could possibly help the patient with the pump. She indicated that she would, and confirmed again that she did not want the manufacturer to reach out to the reps in the field regarding her request. There were no further complications reported/anticipated.

Manufacturer narrative:
Information refers to the main component. The other relevant component includes: product ID 8781 lot/serial# (B)(4) implanted: (B)(6) 2017 product type catheter; ubd: (B)(6) 2019 UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-dec-20. The patient reported they were "pretty much" paralyzed for 24-36 hours and hospitalized after the dye study on (B)(6) 2018. The patient stated it was determined their catheter was defective. The patient said they got a second opinion, and they were then told that the catheter was not defective, it was where the pump was located. It was reported that the device did not sit right with the patient's body. The patient stated they could flip the device. The patient stated they could flip the device once they were healed from their implant, in september 2017. The patient reported they were considering "moving locations of the pain pump" because they were having complications with the catheter. The patient did not know the exact reason. The patient was receiving fentanyl, bupivacaine, and baclofen at 100 mcg/day, 1 mg/day, and 50 mcg/day, respectively.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.